Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, there was a risk of atrio-ventricular (av) block occurrence due to the membranous septum (ms) length of 1.7mm in the t measurement. A dislodge occurred during the first placement of the valve, and a full recapture was performed. At that point, a complete atrio-ventricular block (cavb) with a heart rate (hr) of 40 occurred. Based on the history of dislodgement at a placement depth of approximately 3 mm during the first 1/3 expansion, placement was started at a deeper position for the second deployment. Although the occurrence of cavb was confirmed at 6 mm on the non-coronary cusp (ncc) before reaching the point of no return, there was a concern about the dislodgement risk, so a full release was performed. The final placement depth was 6 mm on the ncc and 8 mm on the left coronary cusp (lcc). A cavb of hr 40 was confirmed to be present even after the valve was placed, and the patient was followed up with all pacing with the temporary pacemaker hr80 setting. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012166190); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012156788); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Second paragraph added select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, there was a risk of atrio-ventricular (av) block occurrence due to the membranous septum (ms) length of 1.7mm in the t measurement. A dislodge occurred during the first placement of the valve, and a full recapture was performed. At that point, a complete atrio-ventricular block (cavb) with a heart rate (hr) of 40 occurred. Based on the history of dislodgement at a placement depth of approximately 3 mm during the first 1/3 expansion, placement was started at a deeper position for the second deployment. Although the occurrence of cavb was confirmed at 6 mm on the non-coronary cusp (ncc) before reaching the point of no return, there was a concern about the dislodgement risk, so a full release was performed. The final placement depth was 6 mm on the ncc and 8 mm on the left coronary cusp (lcc). A cavb of hr 40 was confirmed to be present even after the valve was placed, and the patient was followed up with all pacing with the temporary pacemaker hr80 setting. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty was performed. The valve was implanted over a no n-medtronic guidewire with the deployment starting at the bottom of the pigtail catheter. During the first deployment attempt, the valve dislodged towards the aorta to a depth of 3 mm on the ncc and 5 mm on the lcc. It was noted that the patient's short ms length could have contributed to the dislodgement. 11 days later, a permanent pacemaker was implanted. No additional adverse patient effects were reported.